Manufacturer narrative:
H6 - 4581 - significant reduction of ica, shallowing of ac secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significatn reduction of iridocorneal angles and shallowing of anterior chamber. Medication was administered. This did not resolve the problem. The lens was exchanged for a same model, power but shorter length lens. The problem was resolved. Cause of the event is unknown.